Manufacturer narrative:
Due to character restriction in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during routine maintenance, the cardiosave intra-aortic balloon pump (iabp) had reported a high temperature alarm error and also safety disk failed. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the filter to resolve the "temperature (overheated) related malfunction" issue and the pneumatic module assy to resolve the "safety disk - leak test fails / requires replacement" issue. The equipment passed all factory-specified performance and safety indicator tests. The equipment has been delivered to the customer and can be used clinically.